Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the ablation of a left sided accessory pathway the patient experienced a pericardial effusion which required cardiopulmonary resuscitation (CPR) to be administered and a pericardiocentesis to resolve the effusion during the initial introduction of the cs catheter, the physician believed the crossed into the left atrium through a patent foramen ovale (pfo) briefly. An ep study was performed with a diagnosis of atrioventricular tachycardia (avrt) with a left sided pathway. An additional supraventricular tachycardia (svt) was observed with concentric coronary sinus (cs) activation and short rp. The physician then used an sl1 and a non-abbott needle (baylis nrg) for the transeptal. During transeptal, the sheath and dilator crossed without the use of rf energy and the physician believed they crossed through the pfo and a bolus of heparin was given. The physician noted it was difficult to maneuver the catheter location and projection of the transeptal. Several ablations were performed, and the patient experienced discomfort and anesthesia administered sedation and analgesics. The procedure continued and the accessory pathway was successfully ablated. One ablation had a large impedance drop of 50 ohms and ablation was stopped prior to completion of the lesion. Force in the left atrium during mapping and ablation spanned between 0-40 grams. Following the elimination of the pathway, an ep study was performed to investigate the other svt observed. At this point the patient had bradycardia between pacing trains, became unresponsive and went a-systolic. Ventricular pacing was then initiated while a transthoracic echo was performed which revealed a pericardial effusion. The patient was prepped for pericardiocentesis, and protamine was administered. The patient then went into ventricular fibrillation (vf) where multiple cardioversions were administered and cardiopulmonary resuscitation (CPR) was performed until the patient was back in sinus rhythm. The pericardiocentesis was performed which stabilized the patient.